Event description:
I use a dexcom g7 continuous glucose monitor. The sensor is frequently very inaccurate - showing either very high or very low glucose levels which when compared to my blood glucose monitor are so off. I have sometimes been woken up at night when the sensor is showing a low glucose level. Because it's reading so low and I'm sleepy I sometimes take glucose gel to treat the "low" which doesn't go away and I keep getting alarms. I've actually over-treated myself because of this which is not good for my overall health. The dexcom g7 often has this issue as well as frequently disconnecting and I can't see any readings.